Event description:
According to the information received, while the surgeon was seating the valve on the aortic annulus with his fingers, one of the leaflets fractured. It was reported the holder han been removed prior to seating the valve and no "metallic instruments" came into contact with the leaflet. The surgeon reported he "may have touched the leaflets, but did not push the leaflets with force". Due to the fact the fractured valve had to be replaced with another sjm valve (model 21atj-503, s/n unknown) the arrest time extended over 3 hours and the patient suffered brain damage. Additional information has been requested.